Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-02673. It was reported the patient went to the ER complaining of pain following the patient's scs trial leads implant procedure. The patient reported persistent pain, but no issue with sensory or motor function. Upon evaluation in the ER the patient did not have a hematoma. The scs trial leads were removed and the patient was released the next day.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-02673.